Event description:
Customer reported 500 ml of saline infused faster than expected. Stated a infusion on normal saline 500 ml was programmed to infuse at 100 ml/hr. However, after one hour and twenty minutes, 500 ml infused. Customer stated the pump module was evaluated and preventative maintenance was performed, no anomalies were identified and the rate accuracy was within specification. Customer requested a log review. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's report of an over infusion of saline was not confirmed. The event logs showed that a guardrails infusion was started at 100 ml/hr with a vtbi of 300 ml. Approximately 30 minutes later, the pump module door was opened and was closed a number of times before the infusion was restarted. One hour after the start of the infusion, the pump module was powered off. The total volume infused was recorded as 98.179 ml. Fifteen minutes later, the pcu was powered on and the same guardrails infusion was programmed at 100 ml/hr with a vtbi of 132 ml; however, the infusion was not started and the device was powered off. The total volume infused was recorded as 98.179 ml. The root cause of the reported over infusion was not identified. No programming errors were found and no mechanical failures were recorded.